Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a cgm error leading to unconsciousness and seizure. Pt fell asleep after receiving an error code. Pt's blood glucose dropped to 16 mg/dl in the middle of the night, but his cgm did not alert him. Pt lost consciousness and had a seizure. His wife gave him a glucagon shot, and he was then taken to the hosp. Pt was stable at the time of his call to dexcom technical support but indicated that he did not feel well and that his muscles were tense from the seizure.